Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture on the right ventricular (rv) channel. A revision procedure was performed to reposition the rv lead. During an attempt to reposition the lead, low amplitudes, high pacing thresholds with no capture, and low out of range pacing impedances were observed. The rv lead was explanted and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.